Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The customer's blood glucose level was 14.2 mmol/l at the time of the incident. The customer stated that the insulin pump was neither bumped nor dropped. The customer stated that the insulin pump was not working properly. The customer reported that they received an open book image on the insulin pump screen. The customer declined troubleshooting for high blood glucose and stated that they probably ate too much. The customer stated that they were treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.